Event description:
It was reported that during a ptra procedure, the rotawire was broken. This occurred as the physician was adjusting the rpms. The part of the wire that broke was reported as outside of the body. It was reported that there was no kink or bend of the wire. Additional info regarding this event has been requested.